Event description:
It was reported that the patient experienced overstimulation and undesired sensations. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained. Additional information was received that the explanted devices were disposed by the facility.

Event description:
It was reported that the patient experienced overstimulation and undesired sensations. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained,

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).